Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported taking a bolus to treat dinner and then waking up in the hospital. The blood glucose level at the time of the hospitalization was 20 mg/dl. Reviewing the steps in insulin delivery with the helpline, the customer listed no deviations from proper insulin pump treatment. The customer reported cracks and scratches on the pump, and was advised to discontinue use of the pump and have it replaced. No further information was provided.

Manufacturer narrative:
The pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).